Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient had not yet received a replacement recharger. The event was not yet resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that the connection site going into implantable neurostimulator recharger (insr) is loose and bent when plugged into desktop charger. The cording of desktop charger has exposed wiring and the insr was not taking a charge. There was no out of box failure reported. Repair was closed at the time of the call and replacement of recharger and desktop charger was to be facilitated. It was further reported that there was a suspected overdischarge. Communication could not be established with the patient programmer, recharger, or physician programmer. The last successful recharge was about 4 months ago. It was reviewed that a replacement insr was needed before a physician mode recharge (pmr) could be performed. No patient symptoms were reported. The indication for implant was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the additional information from the representative reported that once the patient received a new recharger they would meet with the patient at the hcp office to get the battery going again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s caregiver on 2017-02-17 reporting that the caller did not have access to the implantable neurostimulator recharger (insr) or desktop charger during the call. The caller was going to call back when available.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Additional information received stated that the desktop charger was damaged, and provided the serial number. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected.